Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with an injection of vancomycin (1 gram, every 48 hours and ongoing) and an injection of ceftazidime (1 gram, everyday and ongoing). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the patient has recovered from the event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.